Event description:
The account alleged that the brakes will not hold and the bed will not go into steer.

Manufacturer narrative:
The account found the top block was broken. Repairs have not been completed.